Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sept 2014.

Event description:
It was reported that noise was observed on the right ventricular lead via remote transmission. While in clinic, the noise was unable to be recreated via pocket manipulation or isometric exercise. The patient is pacemaker dependent. Programming changes were made and the lead replacement was discussed. While in clinic, the patient had no complaints or symptoms.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. The noise was being over sensed. The patient was fine before, during, and after the procedure.